Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena of foreign material in the air/water cylinder and adhered in the air/water channel and to the distal end of the device were presumed to have been due to the user returning the device to olympus without reprocessing at the user facility. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope it is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that colonovideoscope had no light from the light guide lens. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube and cylinder tube had foreign material, and the distal end had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the findings in b5, the evaluation found the customer's allegation was confirmed.  Also, the evaluation found the following: due to a crack on the scope body, water tightness was lost. Due to the deformation of the up/down knob, water tightness was lost. Due to the deformation of right/left knob, water tightness was lost. Due to the breakage of the light guide bundle, illumination is uneven. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The light guide bundle had a breakage. The adhesive on the bending section cover had wear. The universal cord had buckling. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.